Event description:
Following a routine battery replacement, the patient was still having problems with his system; stimulation "does not reach all areas of pain- wires are broken." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).